Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse disconnected the tubing from the patient peripheral access. When removing the tubing from the device the upper fitment separated from the silicone segment.

Manufacturer narrative:
The customer¿s report that the upper fitment separated from the silicone segment was confirmed. Visual inspection of the set noted separation between its upper fitment and silicone segment tubing components. Inspection under magnification observed no evidence of a retainer ring indentation along the separated silicone segment tubing end. Functional testing was deemed unnecessary due to the separation. The root cause was due to the set's retainer ring near the upper fitment not being assembled onto the set.

Event description:
The customer reported that the upper fitment separated from the silicone segment. When removing the tubing from the device. It was reported that there was no stretching of the segment prior to use or leaking noted. The tubing was in use for approximately 24 hrs. There was no report of patient harm.